Event description:
The depuy tibial trial broke while in use. It was removed from patient, margins approximated and then the manager and vendor were notified of the incident. No further action needed.device #1is this a laboratory device or laboratory test?no.